Event description:
The patient reports the ipg is shallow and is protruding as she has lost a significant amount of weight. The patient reports the ipg area is frequently bruised and she experiences discomfort as the site often gets hit against objects. The patient requests the system to be explanted. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.